Event description:
The customer reported that while in pt use the ventilator gave a transducer fault. The pt was placed on another ventilator. No pt harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.

Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 calibrated normally. Event log, has many xdcr faults. Could not duplicate the exhalation flow transducer is failing zero calibration complaint allegation.